Event description:
It was reported that in the operating room after dialysis was complete using the left jugular, locking solution was applied. However, blood was still able to come up the extensions and as a results, a replacement kit was successfully used. There was no reported delay, death, or complications to the pt as a result of this occurrence. Note: locking protocol = flush with 0,9% saline + lock with pure heparin, as indicated on extension +0,2 cc.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.